Event description:
It was reported that the saline solution was absent in the lens container and the lens was hard. The doctor tried to rehydrate the lens by dipping it in balanced salt solution (bss). Reportedly, the lens was implanted into the pt's eye with difficulty. Posterior capsule damage occurred. The lens remains implanted and the pt is under follow up. No info has been received regarding the lens injector used during the event.

Manufacturer narrative:
The lens remains implanted. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.